Event description:
It was reported that a hematoma occurred. It was reported that during a left atrial appendage (laa) closure procedure, a versacross connect (vcc) kit was selected for use. The physician obtained right femoral vein access using ultrasound guidance, using a mini access kit. The physician noted the right femoral vein may be partially occluded, however, after multiple attempts with the access needle, brisk blood return was seen, wire advanced, mini access sheath inserted, exchanged for an 8f sheath that was inserted and removed, site pre-closed with a non-boston scientific (bsc) vascular closure device, and 8f sheath reinserted. Heparin was given. The vcc radiofrequency (rf) wire was advanced, 8f sheath exchanged for a watchman fxd curve access system (was) along with the vcc dilator. Transseptal access was obtained. A 24mm watchman flx pro closure device and delivery system (wds) was then inserted, advanced, and deployed. The 24mm wds was found to be under compressed, and it was removed and exchanged for a 27mm wds. The 27mm wds was advanced, transesophageal echocardiogram (tee) imaging became difficult to interpret; therefore, the physician removed the 27mm wds without attempting deployment. A pigtail catheter was readvanced to position the was optimally for deployment. The pigtail catheter was removed, then physician encountered significant difficulty re-advancing the 27mm wds through the was, prompting review of the was under fluoroscopy looking for kinks, and no kinks were present. It was then discovered by the physician that the patient had developed a large hematoma at the groin, compressing on the was. The procedure was aborted, the was removed, and the non-bsc vascular closure device was tied down. Protamine was given and manual pressure was held on the groin access site for ten (10) min. The hematoma was resolved before the patient left the procedure room. The patient is expected to fully recover.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman fxd curve? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020 batch # 0036195742. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include hematoma. Risk review a risk review was completed and confirmed that the event of hematoma was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a hematoma occurred. It was reported that during a left atrial appendage (laa) closure procedure, a versacross connect (vcc) kit was selected for use. The physician obtained right femoral vein access using ultrasound guidance, using a mini access kit. The physician noted the right femoral vein may be partially occluded, however, after multiple attempts with the access needle, brisk blood return was seen, wire advanced, mini access sheath inserted, exchanged for an 8f sheath that was inserted and removed, site pre-closed with a non-boston scientific (bsc) vascular closure device, and 8f sheath reinserted. Heparin was given. The vcc radiofrequency (rf) wire was advanced, 8f sheath exchanged for a watchman fxd curve access system (was) along with the vcc dilator. Transseptal access was obtained. A 24mm watchman flx pro closure device and delivery system (wds) was then inserted, advanced, and deployed. The 24mm wds was found to be under compressed, and it was removed and exchanged for a 27mm wds. The 27mm wds was advanced, transesophageal echocardiogram (tee) imaging became difficult to interpret; therefore, the physician removed the 27mm wds without attempting deployment. A pigtail catheter was readvanced to position the was optimally for deployment. The pigtail catheter was removed, then physician encountered significant difficulty re-advancing the 27mm wds through the was, prompting review of the was under fluoroscopy looking for kinks, and no kinks were present. It was then discovered by the physician that the patient had developed a large hematoma at the groin, compressing on the was. The procedure was aborted, the was removed, and the non-bsc vascular closure device was tied down. Protamine was given and manual pressure was held on the groin access site for ten (10) min. The hematoma was resolved before the patient left the procedure room. The patient is expected to fully recover.